Event description:
It was reported that due to the positioning of the foley catheter's securement pad on the anterior thigh and distal to the meatus, unnecessary tension was placed on the foley catheter. The catheter was described as being pulled "taut with no slack identified" when first observed. This resulted in an necrotic area forming on the left side of the pt's meatus due to pt movement against the tautness of the foley catheter. It is unk how long the securement device had been in place or how often the device was monitored during the indwelling period. The doctor decided to place a permanent suprapubic catheter and pt was released to a nursing home. The current status of the pt is not known.

Manufacturer narrative:
The reported issue is not related to any deficiencies or defect in the manufacturing process but is more a result of the clinician not following labeling guidance which states: "identify proper securement site by gently laying the catheter straight on the front of the thigh, then back up one inch. Make sure leg is fully extended. "For long-term male foley catheter users, ideal location for stabilization is the abdomen to prevent metal damage and erosion." "Devices should be monitored daily and replaced when clinically indicated, at least every seven days. Catheter insertion site should be treated per established hospital policy and procedure."